Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached high, over 400 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment for hyperglycemia, a correction shot was delivered and a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. Fluid was able to flow through the entire fluid path without issue. The investigation found no evidence or irregularities that would indicate a bent/kinked cannula. All attempts to connect the pod with a master pdm to download data were unsuccessful. Each attempt resulted in a failed connection. The device was connected to an external power supply for an 80 hour reset, however a higher than expected current was observed and the pcb began to feel hot to the touch. The pod was unable to be connected to a power supply for an 80 hour reset and communication could not be established between the pod and master pdm. Inspection of the pcb assembly and the battery connections found no damages of defects that would contribute to the connection issues during investigation. The root cause of the connection failures could not be conclusively determined.